Manufacturer narrative:
Device received with missing end cap sticker and minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, self test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. Device was visually inspected no moisture damage noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that down arrow and act button was harder to press and press a few times. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had unexplained no delivery alarm, insulin leaked on inside of reservoir housing, scratches on screen and rainbow effect in sunlight. The insulin pump will not be returned for analysis.